Event description:
Health professional reported pt "received bilateral mastectomies. Of note on [pt's] pathology, cd30+ alk-alcl, stage ie , was found in the contralateral right breast at time of mastectomy."

Manufacturer narrative:
Manufacturer of the device is unknown. Therefore, this field in the medwatch has been corrected to reflect this.

Event description:
Health professional reported patient "received bilateral mastectomies. Of note on [patient's] pathology, cd30+ alk- alcl, stage ie, was found in the contralateral right breast at time of mastectomy."

Manufacturer narrative:
Device labeling addresses: there were no reported events of lymphoma/alcl, for patients in the core study, in the labeling for silicone implants.